Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 4; cat# 5521-b-400; lot# tbtha. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# unknown. Tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot# er9kt2h. Tri rm/ll tib aug sz4 5mm; cat# 5545-a-402; lot# er9mm7a. Tri ts femur sz4 left; cat# 5512-f-401; lot# tpvs. Triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# mwtr. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# unknown. Tri cemented stem 9mmx100mm; cat# 5560-s-209; lot# unknown. Triathlon stem extender 50mm; cat# 5571-s-050; lot# unknown. Simplex hv us genta 10 pk; cat# 61951010; lot# 626ba865e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported left total knee revision surgery due to infection. Surgeon removed anywhere between 8-10 components.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "the primary harm involved is infection." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot & sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined as devices were not returned for evaluation and results of bloodwork for infection were not provided. The provided medical records were reviewed by a consulting clinician who indicated that the primary harm involved is infection. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported left total knee revision surgery due to infection. Surgeon removed anywhere between 8-10 components.